Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the anchor was stuck in the leaflet of the wds making it difficult to recapture. The procedure was completed with a new 30mm watchman closure device. There were no patient complications or consequences that occurred as a result of this event.